Event description:
The dental light would not turn on. The biomedical engineer turned the switch on and moved it into place, the light went on, then popped and went off. After further investigation the bmet found that the MFR's electrical tape around the power connection at the light had worked its way off.